Event description:
A customer observed biased quality control results when running controls on the vitros dt60 analyzer. Troubleshooting determined that this event is consistent with a malfunction that could have caused false pt results to be reported. There was no report of pt harm as a result of this event.